Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2020, but was taken home after months of rehab after a coma and not showing progress. The cause of death was a traumatic head injury which led the customer being in a coma for several months. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of the incident. The customer was not wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing. It was disconnected when the accident happened. It is unknown if the customer was using sensors. The caller was unsure if the customer had extreme high or low blood glucose that caused the incident, as their breakfast was untouched. The caller declined to return the insulin pump for analysis, as they did not have it in their possession.